Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 270mg/dl and insulin via an insulin pen was administered to address the bg level. Troubleshooting was performed verifying the occlusion alarms. Additional troubleshooting was declined by the customer as they were running low on supplies. Reportedly, the customer reverted to insulin pens for insulin therapy.